Event description:
National complaint coordinator (ncc) reported one incident of a blood leak at the arterial header of the psn 170 dialyzer. It was reported that the incident occurred at the start of treatment. Blood was not returned to the patient with an unknown amount of blood loss. Treatment was resumed with new disposables and completed without further incident. No patient injury or medical intervention was reported per ncc.